Event description:
An adverse skin reaction was reported during the use of the abbott diabetes care (adc) device. The customer reported that whenever the sensor is inserted, itching begins after the second or third day. Upon removal of the sensor, a wound develops at the sensor site that oozes, is inflamed, and reddened. The customer consulted a healthcare professional, who provided an unspecified cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.